Event description:
It was reported that the customer received a power source alert. It was also reported that the usb cable and wall adapter were hot to the touch while charging the pump. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter and cable. Customer¿s blood glucose value was 79 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.